Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to no image and the video connector being damaged and could not be connected, additional findings were the output socket was deformed; there was a cut on power switch; and because pump was clogged, the equipment was abnormally vibrating. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video system center had a b30 error. The event occurred during a procedure. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no image, and the video connector was damaged and could not be connected. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it was not possible to presume a cause for error b30. Regarding no image and the video connector being damaged and could not be connected, it is presumed that the phenomena occurred due to looseness of the video connector. Olympus will continue to monitor field performance for this device.